Event description:
It has been reported to us that during the procedure the occlusion balloon wires separated resulting in difficulty deflating the occlusion balloon. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed intervention in the vessel initiating and deflating the occlusion balloon without issue for three times. The physician inflated the occlusion balloon to occlude the vessel. The physician then attempted to deflate the occlusion balloon and the occlusion balloon wire separated resulting in difficulty in deflating the occlusion balloon. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon successfully. The device was removed and will be returned for eval. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.